Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Troubleshooting recommendations were provided by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this rv lead remains implanted and in service. Additional information: further investigation determined complaint (B)(4) is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2020-14818) regarding any additional information.

Manufacturer narrative:
Please refer to emdr report number 2124215-2020-14818 for additional MFR narrative details.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Troubleshooting recommendations were provided by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this rv lead remains implanted and in service.